Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis, the washer on the end of the synchroseal instrument came off inside of the patient while in use. The piece was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use with no noted damage. The surgeon was unclamping tissue for dissection/burning when the incident occurred. The instrument was used for approximately fifteen minutes. The surgeon did not note any issues with functionality. The synchroseal did not collide with any other instruments or other hard material during the surgical procedure. The issue occurred on the first insertion of the instrument. No tests were performed to confirm pieces as all parts were visualized when broke. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting the washer of the instrument fell off into patient, an investigation was completed to determine the cause of this reported event. The synchroseal instrument was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis found the primary failure of dislodged distal washer to be related to the customer reported complaint. The synchroseal instrument was found to have a dislodged distal washer. The distal washer was returned with the instrument. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to either damage during use or the manufacturing process. Damage during use can result from instrument collisions or improper intraoperative cleaning with another instrument. Manufacturing-related failures may be caused by misalignment of the swaging tool to the instrument during the swaging process, stroke of swaging tool due to release lock of the equipment, fixture, or tool (eft) activating early, manual steps in the swaging process leading to variation, and subjective visual inspection of the swage with no current magnification used.